Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus australia and new zealand (oaz). The evaluation of the subject device confirmed the followings; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. An error (e226) was noted. Therefore, there is possibility that the energization was poor. There was no abnormality in the ccd unit. Defect of the cable unit was noted. Omsc assumed that the reported event that the endoscopic image was not displayed was caused by followings. Poor energization by the defect of the cable unit of the subject device defect of electric circuit of the video processor if additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Endoscopic image of the subject device disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.